Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of product# 9560100, lot# 1645193r during inspection, it was confirmed that the light post was loose, and the outer tube was damaged. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from manufacturer representative via service and repair regarding an event happened during servicing of the reported product. It was reported that, the lens was not clear. No further information made available, and no information provided on the patient involvement. Additional information received. This case was confirmed by the in-house facility (tss). No further information made available.